Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the clear plastic sheath at the end of the obturator split and detached in use. The pieces were recovered and no injury to pt resulted.